Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was admitted into the hospital on (B)(6) 2023 and is staying in the hospital due to a dialysis issue. However, there were no reported allegations that the emergency was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The nurse stated the patient was treated with. The patient was treated with antibiotics using vancomycin (dose not provided) and ceftazidime (dose not provided) intraperitoneal. Additionally, the patient was transitioned to hemodialysis for renal replacement needs (to let the peritoneum rest). Subsequently on (B)(6) 2023, the patient was discharged home continuing outpatient hemodialysis. The patient is reportedly recovering from the event. The patient¿s nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leak in relation to this event.